Event description:
Follow-up with the physician revealed that the vns is suspected to be the cause of the osa. This was noted to not be a pre-existing condition for the patient. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was noted to be experiencing obstructive sleep apnea (unclear on relationship to vns at this point). Additionally, the rep is claiming that the nighttime settings were alleged to not have changed as programmed. The night mode was programmed to stimulation output 1.5 ma instead of 2.5ma, and duty cycle 16% instead of 35%. During the last consultation in september and in the respiratory polygraphy the timing between the apneas was 1.1. Seconds which it should not be if the duty cycle was in fact programmed 16%. Of note, the neurologist had previously stated that they do not think there is anything wrong with the system. Diagnostics and magnet mode diagnostics reveal that there no anomalies on the generator. Further clarification on the event at hand is needed. No other relevant information has been received to date.